Event description:
It was reported that the patient presented for remote follow-up via merlin.net after high voltage therapy was delivered by the implantable cardioverter defibrillator. It was observed that the high voltage (hv) impedance trend was not plotted on the summary. No hv impedance measurements were automatically captured by the device. The patient was brought in for in-clinic interrogation and a hv impedance measurement was obtained. The patient was stable.